Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: 510k: this report is for an unknown matrix pedicle system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 396 patients, 403 procedures, (136 males, 267 females) for matrix pedicle system against all other surgical cases recorded within the spine tango registry between june 01 2012 and november 12 2021. Final registry report outcome description: surgical complications - intraoperative 17 dural lesion, 1 vascular injury. General complications - postoperative. 1 cardiovascular. 1 pulmonary. 3 kidney/urinary. 1 liver/gi. 2 other. Surgical complications - postoperative. 5 epidural hematoma, 1 other hematoma, 2 radiculopathy, 1 csf leak/pseudomeningocele, 2 motor dysfunction, 1 sensory dysfunction, 2 bowel/bladder dysfunction, 2 wound infection superficial, 3 other postoperative complications 2 sensory dysfunction. 4 motor dysfunction. 3 bowel/bladder dysfunction. 1 non-union. 1 implant failure. 6 instability. 9 wound infection superficial. 4 wound infection deep. 5 epidural hematoma. 2 extravertebral hematoma. 1 recurrence of symptoms. 8 adjacent segment pathology. 1 recurrent tumor. 3 decompensation of spine. 2 cardiovascular. 7 fracture vertebral structures. 3 thromboembolism. 9 other. Reoperations. 20 reoperation at any level, reasons: -5 hardware removal. -3 non-union. -5 instability. -6 failure to reach therapeutic goal. -5 neurocompression. -1 postoperative infection deep. -2 adjacent segment pathology. -1 other 1. -8 unknown. 4 reoperation at an adjacent level, reasons: -1 failure to reach therapeutic goal. -1 adjacent segment pathology. -3 unknown. 8 reoperation at same level, reasons: -2 hardware removal. -1 instability. -3 failure to reach therapeutic goal. -4 neurocompression. -1 postoperative infection deep. -1 other 1. -3 unknown. -1 implant malposition, reoperation at any level. -1 implant malposition, reoperation at same level. This is for synthes spine matrix pedicle system. This is report 1 of 1 for complaint (B)(4).

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): spine tango implant report ¿ matrix (all) between january 6, 2012 and december 21, 2023, in a total of 498 patients (519 procedures; 180 males and 339 females). The mean age was 67.6 years. The following complications were reported per country: switzerland intraoperative general complications: (n=1) other postoperative general complications before discharge: (n=1) cardiovascular (n=1) pulmonary (n=1) kidney / urinary (n=1) liver / gi (n=1) other intraoperative surgical complications: (n=27) dural lesion (n=1) vascular injury postoperative surgical complications before discharge: (n=5) epidural hematoma (n=1) other hematoma (n=1) radiculopathy (n=1) csf leak / pseudomeningocele (n=2) motor dysfunction (n=1) sensory dysfunction (n=2) bowel / bladder dysfunction (n=2) wound infection superficial (n=3) other surgery follow-up postoperative complications - early (< 28 days) (n=3) adjac. Segment pathology (n=2) bowel/ bladder dysfunction (n=2) cardiovascular (n=1) decompensation of spine (n=5) epidural hematoma (n=1) extravertebral hematoma (n=4) fracture vertebral structures (n=1) instability (n=2) motor dysfunction (n=1) other (n=1) recurrence of symptoms (n=1) recurrent tumor (n=2) sensory dysfunction (n=1) thromboembolism (n=2) wound infection deep (n=7) wound infection superficial surgery follow-up postoperative complications - sub-acute (2-6 months): (n=1) extravertebral hematoma (n=1) fracture vertebral structures (n=1) implant failure (n=3) instability (n=1) motor dysfunction (n=2) other (n=1) thromboembolism surgery follow-up postoperative complications - late (> 6 months): (n=2) adjac. Segment pathology (n=1) non-union (n=1) other reoperations at any level due to: (n=10) failure to reach therapeutic goals (n=8) hardware removal (n=4) non-union (n=7) instability (n=10) implant failure (n=4) adjacent segment pathology (n=1) spinal imbalance (n=1) postoperative infection superficial (n=5) wound healing problem (n=6) postoperative infection deep (n=4) neurocompression (n=1) other (n=8) unknown reoperations at an adjacent level due to: (n=5) failure to reach therapeutic goals (n=3) hardware removal (n=1) non-union (n=2) instability (n=4) implant failure (n=3) adjacent segment pathology (n=1) spinal imbalance (n=1) wound healing problem (n=1) postoperative infection deep (n=3) unknown reoperations at the same level due to: (n=7) failure to reach therapeutic goals (n=5) hardware removal (n=1) non-union (n=3) instability (n=6) implant failure (n=2) adjacent segment pathology (n=1) spinal imbalance (n=1) wound healing problem (n=2) postoperative infection deep (n=3) neurocompression (n=1) other (n=3) unknown australia postoperative general complications before discharge: (n=2) kidney / urinary postoperative surgical complications before discharge: (n=1) radiculopathy surgery follow-up postoperative complications - early (< 28 days) (n=1) bowel/ bladder dysfunction (n=1) thromboembolism (n=1) wound infection deep (n=2) wound infection superficial surgery follow-up postoperative complications - sub-acute (2-6 months): (n=1) motor dysfunction reoperations at any level due to: (n=1) neurocompression (n=1) implant malposition reoperations at the same level due to: (n=1) neurocompression (n=1) implant failure portugal postoperative surgical complications before discharge: (n=1) wound infection deep united kingdom postoperative general complications before discharge: (n=1) other this is for synthes spine matrix pedicle system for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.